Event description:
Pump reported to be set up at 75 ml/hr with a 1000 ml bag of lactated ringers with 20 meq kcl. Approximately 11 hours later, reported 900 mls remained in the bag. No pt injury resulted.